Manufacturer narrative:
The event of possible infection was reported to abbott. Infection was not confirmed. The system was explanted due to middle incision opening. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's middle incision site had opened. Surgical intervention took place wherein the patient's system was explanted to address the issue.